Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning is due to patient anatomy. The reported tissue damage is a cascading event of the difficult or delayed positioning. The reported tissue injury is listed in the instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. One clip was deployed on a2/p2 successfully. The second clip was attempted to be placed lateral on a3/p3 but there was difficulty capturing the leaflets. After several capture attempts, the clip was able to be deployed. However, after deployment a rupture of the posterior leaflet was observed. No further intervention was provided and the procedure ended with a mr grade of 3. No additional information was provided.